Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device has detected increasing shocking impedances for the past few months. The measurements have stabilized however they currently exceed 125 ohms. There was no evidence of oversensed noise or pacing inhibition. Boston scientific technical services (ts) reviewed the information and do not suspect a lead issue. Ts recommended monitoring the patient. No adverse patient effects were reported. As of today the device remains in service.

Manufacturer narrative:
--

Event description:
--